Manufacturer narrative:
A complete lead was returned in one piece with all tines intact. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation break was confirmed. Visual inspection of the lead found damage noted to the outer tubing consistent with that occurring at time of procedure.additional information: d10

Manufacturer narrative:
Additional information - b5, h6.

Event description:
Additional information received notes the lead had dislodged, coiled and stopped pacing. The patient became symptomatic. It was also noted that the insulation was damaged at multiple places.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post initial implant procedure, it was noted that the right ventricular lead broke and coiled. The lead was explanted and replaced. Patient was in stable condition.

Event description:
New information states that the patient was dizzy due to dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.